Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Data logs show that about 1 hour into the case there are placement signal not reliable (psnr) and suction alarms. Snr drops to 0, lamp increases, there is a spike in gain, and contrast decreases. Light is stable. Cvp spikes to 300 mmhg and does not resolve. The console was replaced and the problem did not resolve. Lamp remained at 100, snr extremely low, and cvp out of spec at 300 mmhg. The root cause of the optical issue was not determined since product was not returned. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella rp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. The complainant reported a placement signal issue with the impella rp that had appeared to be there since rp placement. No further information was provided. Patient expired while on support.